Event description:
Pt was in labor for child delivery being administered pitocin via IV pump at a rate of .5 ml per hr. A fetal monitor was also being used to measure the unborn baby's vital signs. At one minute into this procedure the mother's uterus went into a titanic contraction and the baby's vital signs declined. It was immediately discovered that the pitocin was free flowing into the pt at a dangerous rate. The IV pump was discontinued immediately and medication was administered to counteract the pitocin and relax the uterus. The mother had a natural child birth a short time later with neither baby or mother suffering any injury.